Event description:
Pt inadvertantly was injected with air into coronary artery. Fluid leak at tip of catheter has been confirmed through testing at facility. Pt lost vital signs for a period of time but appears to be making a full recovery.